Manufacturer narrative:
(B)(6). The device was manufactured between 26oct2018 and 30oct2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow rate test must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow after approximately seven to eight hours after the start of the patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.